Event description:
A (B)(6) male patient's granddaughter contacted zoll customer support to report that connector on the patient's electrode belt was broken. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt or check belt messages, bent pins or damaged electrode belt connector) has been confirmed. Upon evaluation, the pins in the electrode belt trunk cable connector were bent preventing the e-belt from connecting to a monitor. The root cause of the bent pins cannot be positively identified but is likely excessive force when mating the belt with the monitor while the pins were misaligned. No adverse event resulted from the damaged electrode belt connector. The patient received a replacement electrode belt.